Event description:
It was reported that a screw fractured in the patients mouth. Part of the broken portion still stuck in the implant. Patient will return after replacement is received to remove the broken portion and replace it. Tooth location not reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) certainã¿â® gold-titeã¿â® hexed screw (iunihg) was returned for investigation. The implant (niitp6511) remains implanted, and was not returned. Visual evaluation of the as returned product identified the screw fractured at body area, screw showed signs of use. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported device was located on an unknown tooth site, and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (966032). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (iunihg) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (966032) for similar events and no other complaint was identified. Based on the available information, screw malfunction did occur and the reported event was confirmed. Additionally, implant (niitp6511) malfunction could not be verified since the device remains implanted, and was not returned.